Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed at the distributor. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation, the belt intermittently failed incoming functional testing. The cause for the failure was isolated to the electrode belt distribution node. The electrode belt distribution node (dn) pca was found to stop communicating. The root cause of the defective dn pca could not be positively identified. The cause of the abnormal shutdown was the defective dn pca. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns.